Event description:
The device was used during a right lobectomy procedure. Reportedly, the suture broke and bleeding occurred. The surgeon performed a blood transfusion and re-sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.